Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. Additionally, it was reported that air bubbles were observed within the infusion set tubing and that the customer experienced unspecified alarms. The customer's blood glucose was 185 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unresponsive touchscreen issue was verified. Based on the analysis, the alleged alarms issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged air bubbles issue could not be verified.